Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger not charging) was confirmed due to the l601 and l4 inductors being knocked off the bedside board. The charger was unable to charge a battery pack. The root cause for the damaged inductors could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.